Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since about a month after implant date, pt noticed their ins had flipped/turned in the pocket and was sticking out of the skin at implant site. Pt described the ins as having "fallen." Pt said they especially noticed the top of the ins sticking out. Pt said they had spoken to a nurse at their hcp's clinic, but the nurse said there was nothing that could be done. The patient was redirected to their healthcare provider to further address the issue.